Event description:
The user received questionable calcium results for one patient sample. All results are in mg/dl. The initial result was 5.8 with a data flag. The instrument automatically repeated the sample and generated a result of 8.8. The user repeated the sample and received a result of 5.6 with a data flag. The instrument automatically repeated the sample and generated a result of 5.7 with a data flag. Based on the patient's previous calcium result, the result of 5.7 was considered to be correct and was reported outside the laboratory. It was unknown if the patient was adversely affected as the user did not provide this information. The calcium reagent lot number was 62802801. The field service representative could not find a cause. He verified the analyzer operation by performing instrument checks and precision testing. All results were within manufacturer's specifications.

Manufacturer narrative:
Insufficient information was provided for further investigation. A specific root cause could not be identified. This lot of calcium reagent has been previously investigated and no issues were found. This lot of reagent is also currently being evaluated every 4 weeks together with other calcium reagent lots as a preventative measure. The erroneous result was not reported outside of the lab. No adverse events were reported.